Event description:
Reportedly, during the procedure, when the tip of the needle was grasped by the needle holder it broke. The broken piece of needle fell into the cavity. There was no confirmation that the needle piece was retrieved. No more information about this incident was available.